Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed august 03, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It was also reported that the patient experienced a recurring infection at the implant site. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
The report is filed september 29, 2015.